Manufacturer narrative:
(B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that an alliance inflation syringe device was used during a dilation procedure performed on (B)(6) 2020. According to the complainant, during the procedure, it was noted that the pressure gauge would not hold at 6 atm, even though the balloon inflation was confirmed to be completed visually. The needle of the gauge would slowly move down to 1 atm every time the device was pumped. The procedure was completed with another alliance inflation syringe device. There were no patient complications reported as a result of this event.